Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not successfully implanted due to there was a high impedance for the lv port so the doctor asked for a new one. This crt-d was replaced with the same model and never in service. No adverse patient effects were reported.